Event description:
It was reported that during a (B)(4) registration, the right ventricular lead exhibited oversensing which resulted in pacing inhibition. The device sensitivity was adjusted. The patient was in good medical condition and would continue to be monitored.

Manufacturer narrative:
.